Event description:
Complainant indicated that during a routine shift check by a clinician the device powered up without display. Complainant indicated that there was no patient involvement in the reported malfunction.